Event description:
It was reported that the wolverine balloon failed to cross lad lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon was selected for complex percutaneous transluminal coronary angioplasty (ptca). During the procedure, the balloon failed to cross the lad lesion. The procedure was completed. There were no patient complications. However, device analysis revealed a hypotube break at 21cm distal to the distal end of the strain relief.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 21cm distal to the distal end of the strain relief. No kinks or damages in the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage.